Manufacturer narrative:
The field service engineer (fse) examined the precision pump and verified pipettor alignments. The fse discovered the ultrasonics voltage was low and the pipettor probe was corroded at the probe nut. The fse replaced the pipettor probe nut and performed a baseline and displacement voltage adjustments to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. The customer noted the microparticle well was not mixed and began mixing the onboard reagent packs as a troubleshooting measure for the non-reproducible results. Beckman coulter customer technical support (cts) advised the customer that mixing the reagent may cause reagent to leak which may impact accuracy of results. All related medwatch reports associated with this incident: 2122870-2013-00425, 2122870-2013-00426, 2122870-2013-00427, 2122870-2013-00428, 2122870-2013-00429, 2122870-2013-00430.

Event description:
The customer reported non-reproducible prostate-specific antigen (psa) hybritech (psa-hyb) results, for multiple patients, on separate days, involving the access 2 immunoassay system used in conjunction with the hybritech psa assay and calibrator. The patients' samples were reanalyzed on the same instrument, following service on the analyzer, and psa results, either within the same clinical category or outside of the precision claims, were obtained. The customer stated the initial psa-hyb results were released out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed to or associated with this event. The customer stated quality control (qc) was within specifications prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report two of six referencing the event date noted.